Manufacturer narrative:
Initial reporter phone number: (B)(6). Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports a left side rupture. The device has been explanted and replaced.